Manufacturer narrative:
Qn#(B)(4). Evaluation: no product was returned for evaluation. Contrast media, solutrast 370, was used with the product. Solutrast 370 has a viscosity of 9.5 mpaxs at 37 degrees c. The maximum recommended viscosity for this catheter is 8.4 mpaxs per the specification sheet included with the product. A higher than recommended viscosity being used can potentially cause issues within the injection lumen. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of balloon leak/rupture is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
Reference MDR#3010532612-2015-00023 for the first event and MDR#3010532612-2015-00025 for the third event involving the same patient . It was reported that while in the cath lab the berman catheter was inserted. During "machine angiography the balloon burst the injection was the maximum delivery rate 6ml/s used." As a result, the catheter was removed and another ai-07134 was retrieved for use. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. Additional information received on 01oct2015 stated that the contrast media used was "solutrast" 370. The staff followed the instructions for use when prepping the berman catheters. The user did use the controlled stroke syringe to inflate the balloon. The berman balloon was pre-tested prior to insertion. The patient outcome is listed as fine. The 4th berman catheter was not the same lot number and the procedure was completed successfully.

Manufacturer narrative:
(B)(4) sample will not be returned for evaluation as it was discarded by the customer.

Event description:
Reference MDR#3010532612-2015-00023 for the first event and MDR#3010532612-2015-00025 for the third event involving the same patient . It was reported that while in the cath lab the berman catheter was inserted. During "machine angiography the balloon burst the injection was the maximum delivery rate 6ml/s used." As a result, the catheter was removed and another ai-07134 was retrieved for use. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. Additional information received on 01oct2015 stated that the contrast media used was "solutrast" 370. The staff followed the instructions for use when prepping the berman catheters. The user did use the controlled stroke syringe to inflate the balloon. The berman balloon was pre-tested prior to insertion. The patient outcome is listed as fine. The 4th berman catheter was not the same lot number and the procedure was completed successfully.